Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a device replacement procedure due to normal eri, the ventricular lead was unable to be removed from the device header due to the set screw not turning. The lead was cut and capped, and the device was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The reported difficulty of engaging the ventricular setscrew to remove the lead, was confirmed. Analysis revealed the wrenches could not engage the setscrew to untighten the set screw due to calcified blood in the ventricular setscrew inset. When the blood was removed from the setscrew inset, a wrench could fully insert and engage to untighten the setscrew to remove the lead. The blood likely was introduced through hole punch damage to the septum. Battery depletion analysis was performed, and the device is considered at normal eri.